Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery longevity was 9 years a month ago and recently was 6.5 years. Device replacement was planned for a future date. No adverse patient effects were reported.